Event description:
The customer reported that the system displayed poor image quality.

Manufacturer narrative:
(B)(4). The ge service rep adjusted the contrast and brightness with the utility suite. The line pair and kvp were within specifications.